Manufacturer narrative:
The reported events were capturing problem and lead dislodgement. As received, a complete lead was returned in one piece. The reported event of capturing problem was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. No problem was detected.

Event description:
It was reported a patient¿s atrial lead was inappropriately capturing the ventricle. It was revealed that the atrial lead had dislodged. The atrial lead was explanted and replaced. The patient was fine following the procedure.

Manufacturer narrative:
Correction: updated medical device problem code to capturing problem, it was previously reported as failure to capture.